Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: adverse reactions and complications due to or following surgery and implantation of any evo/evo+ icl may include but are not limited to: intraocular infection, secondary surgical intervention to remove/replace/reposition the lens. Intraocular inflammation is identified in the labeling as a known potential adverse event following icl implantation. The icl directions for use (dfu) states under adverse events: as with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to infection and iritis. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). The dfu states a warning: complete removal of viscoelastic from the eye after completion of the surgical procedure is essential. Viscoelastic instruments that may be difficult to aspirate should not be used. Warning: staar surgical icls are packaged and sterilized for single use only. Cleaning, refurbishment and/or resterilization does not apply to these instruments. If one of these instruments is reused after cleaning, refurbishment and/or resterilization, there is a high probability that the instrument has become contaminated, which may lead to endophthalmitis and inflammation. An inflammatory response is common after intraocular surgery; however, this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe. Surgical technique, inadvertent intraoperative trauma and the use of pro-inflammatory substances into the eye may have contributed to the event. Claim#: (B)(4).

Event description:
A facility representative reported that after implantable collamer lens (icl) implantation into the patient's eye, inflammation was observed in the anterior chamber one day post op with low vaulting. The lens was exchanged with a shorter length lens, along with additional treatment (hospitalized). No diagnostics were performed. The problem was resolved. The last reported bcva was 20/16. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).